Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room, ra lead dislodgement was confirmed via chest x-ray. The lead was hanging in inferior vena cava (ivc). The lead was explanted, and the device was left in vvi setting. The patient was stable throughout the procedure. The patient was discharged.